Event description:
Customer reported there are no x-rays when button is pushed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. System operates as intended. This MDR is related to ge healthcare complaint number.